Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 200 mg/dl - 400 mg/dl and was treated with manual injection. The customer stated that they had excessive insulin flow block alarms. The customer stated that reports alarm did not occur during fill tubing. The issue was not resolved by changing any of the sets or the reservoir. The customer reported that they continued to get the occlusion alarm with the replacement insulin pump. The customer informed that the insulin pump will not deliver insulin. The customer informed that they received 25 insulin flow block alarms in 2 days. The customer stated that there were no bent cannulas or kinks in the tubing. The customer informed that the insulin pump still did not deliver insulin into the air when the infusion set was detached from her body. The insulin pump will be returned for analysis. The infusion set and the reservoir will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Device received with the insulin flow blocked alarm functioning properly. Device received with the audio alert functioning properly. No audio alert anomaly noted. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin 6 trace on keypad assembly.